Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The reported event remains unconfirmed as the broken tip is not returned. Visual examination of the provided pictures identified an impactor with part number 110029132. The lot number of the device is not visible in the provided photo. The tip of the device that is reported to be broken is not pictured. Visual inspection of the returned device shows the item and lot numbers match the complaint. The product was not returned in its original packaging, and the impactor tip was not returned. Part shows wear and damage from use. A review of the device history record(s) identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the grey tip of the impactor fractured when striking the glenosphere during an arthroplasty procedure. There were no complications, foreign bodies retained, or other adverse patient impacts due to this malfunction. Attempts have been made, and no further information has been provided.

Manufacturer narrative:
(B)(4). The customer has not indicated whether the product will be zimmer biomet for investigation, and the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found that would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.